Event description:
It was reported the power cable door needs to be fixed. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) power cord bay door is broken. Loose ECG (electrocardiogram) connector on a printed circuit board assembly.